Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed high capture threshold on the left ventricular (lv) lead; it was noted that the lv lead had dislodged. During reposition, the guidewire was unable to be advanced through the lead. The physician explant and replace the lv lead. The patient condition was stable before, during, and after the procedure.